Event description:
It was reported that during insertion of the iab through the sheath, the balloon began to bunch-up. Due to this condition, the iab was removed and a second was placed without any difficulty. There was no patient complications.